Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a tpn infusion of 184 ml, which was initiated at 1800 and intended to run at 6 ml/hr, completed at approximately 2030. An accucheck blood glucose was greater than 500, and a metabolic panel glucose was 1394. The patient received 4 doses of insulin and 2 doses of sodium bicarb, and returned to baseline without any lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log shows the device was in use and infusing maintenance fluid 1.1-1.5 kg at 6.5 ml/hr. At 5:47 pm on (B)(6) 2016, the rate was changed to 6 ml/hr and the infusion was started. At 6:27 pm the device alarmed for patient side occlusion and was restarted. At 6:28 pm the device alarmed for fluid side occlusion and was restarted. At 6:56 pm the vtbi was changed to 12 ml and then immediately changed to 18 ml. At 8:52 pm the vtbi was changed to 2 ml. At 9:12 pm, the primary infusion completed and transitioned to kvo (not around 8:30 pm as was reported). The volume recorded as being infused during this period was 20.467 ml. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and functional testing resulted in no leaks. The occlusion alarms seen in the log are not believed to have had any impact on the reported overinfusion. The root cause of the overinfusion was not identified.